Event description:
It was reported that the side rail will not latch/lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.